Event description:
Eviva breast biopsy device functioned properly prior to inserting it into the pt's breast. However, it failed to cut the samples when put to use.what was the original intended procedure?breast biopsy.device #1is this a laboratory device or laboratory test?no.